Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the partial pressure of carbon dioxide (pco2) value was drifting on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on "(B)(6) 2015": according to the perfusionist (ccp), this is an older unit (purchased around 1999) and he has seen issues with pco2 accuracy lately. The shunt sensor is calibrated with the 540 calibrator prior to cpb. Prior to the in-vivo calibration, the bpm pco2 measure is about 5-7 mmhg higher than the lab. After the in-vivo calibration and for the rest of the case, the ccp stated the bpm pco2 level is very similar to the lab analyzed value. The ccp is aware of the issue prior to the in-vivo and takes add'l lab samples prior to any pt treatment. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This unit has not been upgraded to version 1.69. Customer not sure if they are sending in for repairs. This complaint is related to: MDR #1828100-2015-00174, MDR #1828100-2015-00175, and MDR #1828100-2015-00176.